Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total hysterectomy plus bilateral salpingectomy plus pelvic adhesion release plus abdominal drainage, the device's needle detached from the thread. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.